Event description:
A customer reported their c10-3v transducer had a hole in the lens with exposed electronics. This probe is associated with the epiq 7g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.